Manufacturer narrative:
Hill-rom technical support provided the part numbers for the motor control board. The motor control board is the source of the brake not set alarm. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake alarm system: connect the bed to a wall power source, and set the brake to neutral. Make sure that the alarm activates and that you can hear it. If you can not hear the alarm, troubleshoot the alarm and replace parts as necessary. Make sure that the alarm deactivates when the brake is set while the bed is connected to a wall power source. Make sure that the brake alarm switch is in the correct position. Adjust or replace parts as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. The facility performed preventative maintenance on this bed in june of 2018. Three attempts have been made regarding a resolution to this complaint, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from an account stating the brake not set alarm was not sounding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).